Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported performance pull off suture needle. An empty opened foil, a suture in the winding former with a parked needle and a paper lid were returned for analysis. During the visual inspection of the sample, the swage and attachment area the swage and attachment area were noted to be as expected. The suture could not be dispensed since it has begun with the process of degradation and the time of exposure of suture to the environment could not be determined. The foil was examined and showed multiples wrinkles and holes in cavity on the top and bottom foil package due to excessive manipulation. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, the assignable cause of pull off suture needle, is a suture degradation; due to the improper handling of package.

Event description:
It was reported that a patient underwent a gastrointestinal anastomosis surgery on (B)(6) 2019 and suture was used. During the procedure, the needle pulled off when sewing. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.